Event description:
The device was received as a blind unit. No other information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a blind device with no information or any allegation was received. Examination of the returned device found a broken in two parts condition. Additionally, several marks and scratches were noted and the color indicator was faded. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.